Event description:
As reported on the medwatch form: smallbore extension set used to infuse adenosine and the injection of radiopharmaceutical for a myoview stress test. Had a very slow leak causing some of the adenosine and myoview to drip out. This did not affect the test, and no harm to the pt. Add'l info provided by the facility indicated the leak occurred at the onset of the therapy when starting to infuse the radiopharmaceutical injection. A few drops leaked onto the pt's gown. The pt suffered no adverse sequela associated with the incident.

Manufacturer narrative:
The actual device in the reported incident was returned for eval. No visual mfg defects were noted. The sample was air tested for leakage per spec. A slow leak, indicated by droplets forming and breaking away, was noted at the bonded joint of the tubing, into the 3 leg smallbore connector. This leak was noted on the tubing section that has the ultrasite valve attached to the female ll adapter on the set. Under microscopic eval a very slight void in the solvent application was noted. The critical dimension of tubing was measured and found acceptable. The tubing was noted to be fully inserted into the 3 leg smallbore connector. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design spec, passing the joint integrity test. There are no other reports of leakage at this joint on the reported catalog number.